Event description:
Through follow-up, the following clarification was provided. Contrary to the initial report, the stent did not appeared to be malpositioned during a postop visit examination.

Manufacturer narrative:
Correction: b5. MFR# reference: (B)(4). H3 other text : placeholder.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was report that following uneventful left eye trabecular micro bypass stent procedure, the patient presented with a malpositioned stent. Per report, there was no patient injury and no medical or surgical intervention required. Additional information has been requested.